Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The nc trek coronary dilatation catheters (cdc) instruction for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It is unknown if this contributed to the reported inflation issue. The investigation determined the reported inflation issue appears to be related to operational context and there is no indication of a product quality issue with respects to the design, manufacture or labeling of this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, the device was not soaked to activated the coating. During the procedure of the mildly tortuous, mildly calcified, 80% stenosed, mid, left anterior descending (lad) artery, post 3.0 x 23 mm xience xpedition stent implantation, the 3.25 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced to the stented lesion, but failed to inflate. The device was removed and a different bdc was used in the procedure without issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.